Manufacturer narrative:
A field service engineer (fse) was dispatched and flushed the tube to remove the clog.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the cap piercer waste line was clogged on the unicel dxc 600 pro synchron clinical systems. No injury was reported on this issue.